Event description:
Note on bed stated head section brakes not working. No injury alleged.

Manufacturer narrative:
Technician found faulty head right brake caster and bent head end brake/steer pedal. Brake caster would brake, but would swivel. Replaced both parts to resolve this issue. Bed located in ed.